Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received noted the patient presented in clinic. Right atrial (ra) lead noise was noted in clinic. Intermittent tracking of atrial lead noise has caused some inappropriate mode-switching and pacemaker mediated tachycardia (pmt) detections. A total of 6 atrial lead noise reversions was observed over the device's lifetime. No changes were made. The patient was stable and would be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the patient had episodes of atrial lead noise recorded as both noise reversion and automatic mode switch episodes. No intervention was performed. The noise will be monitored. The patient was stable.